Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump malposition could not be confirmed through this evaluation as no images were submitted for review. The reported low flow alarms were confirmed by an onsite abbott representative; however no log files were submitted for evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records for (B)(6) showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the CT (computed tomography) scan revealed that the pump's inflow cannula was directed towards the anterior wall and the myocardium partially obstructed the cannula. The patient was discharged home with no further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced asymptomatic low flow alarms due to small left ventricular (lv) cavity. Computed tomography angiography (cta) showed a pump/ inflow cannula malposition. The low flows resolved with software upgrade. The device reportedly operated as expected and as the patient was not a surgical candidate, the plan was to continue to monitor.